Event description:
In 2009, patient reported she has experienced elevated readings for about a month. Patient's target range is between 60 - 180 mg/dl. Patient stated it is normal for her readings to sometimes go up to 250 mg/dl but she can usually understand why they became elevated. Patient reported her recent elevated readings have been between 340 - 406 mg/dl. Patient reported she thought maybe she had a bad site so she changed the site and took more insulin via a bolus. She stated normally it takes one bolus to bring the readings down but on recent occasions, it has taken 2 different times before her reading came down. Patient reported she has not received any error messages to indicate a malfunction. She stated she unhooked her infusion device and bolused 1 unit of insulin and insulin did come out of the tip of the tubing. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.